Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken piece of metal that came out and lodge itself in my ovary'), embedded device ('my migrated coil was embedded in my omentum of my intestine and partially to the out side of my fallopian tube/broken piece of metal that came out and lodge itself in my ovar') and device dislocation ('my migrated coil was embedded in my omentum of my intestine and partially to the out side of my fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("having continuous pressure/cramping") and dyspareunia ("it's killer during sex, almost like a knife"). The patient was treated with surgery (essure removed). At the time of the report, the device breakage, embedded device, device dislocation, pelvic pain and dyspareunia outcome was unknown. The reporter considered device breakage, device dislocation, dyspareunia, embedded device and pelvic pain to be related to essure. The reporter commented: migrated coil removed but she still have coils I both tubes (essure placed twice). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken piece of metal that came out and lodge itself in my ovary'), embedded device ('my migrated coil was embedded in my omentum of my intestine and partially to the out side of my fallopian tube / broken piece of metal that came out and lodge itself in my ovar') and device dislocation ('my migrated coil was embedded in my omentum of my intestine and partially to the out side of my fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("having continuous pressure/ cramping") and dyspareunia ("it's killer during sex, almost like a knife"). The patient was treated with surgery (essure removed). At the time of the report, the device breakage, embedded device, device dislocation, pelvic pain and dyspareunia outcome was unknown. The reporter considered device breakage, device dislocation, dyspareunia, embedded device and pelvic pain to be related to essure. The reporter commented: migrated coil removed but she still have coils I both tubes (essure placed twice). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.